Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the vp due to errors. The system was then tested and verified as ready for use. Isi has not received the vp for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, recoverable faults were displayed with different endoscopes. The right eye was completely blue. The customer reported prior to installing the endoscopes, the right eye was blue on both the surgeon side console (ssc) and the vision side cart (vsc). An intuitive surgical, inc. (Isi) technical service engineer (tse) checked the system logs and found an error on the video processor (vp). The tse asked the customer to reboot the system and check, reseat, and clean the fiber connection of the endoscope controller vp (ec-vp) and vp-core. The customer stated that the issue persisted. The tse asked the staff to reboot the system and try to use the blue fiber cable (bfc) of the simulator to connect the vp and core. The issue persisted. The procedure was converted to open surgery and delayed for 15-30 minutes. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was not checked prior to use. The system initially powered on without errors. The patient tolerated the conversion to open surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video processor (vp) has been returned and evaluated by the failure analysis (fa) team. Errors 45312, 45314 were confirmed and replicated. Log review showed errors 45312, 45314 indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system where the errors 45312, 45314 were triggered by indicating fault on the dual window appliance (dwa) board, replicating the reported event. Then multiple tests were run. Once testing was completed, the system error logs was inspected and verified. Found the dwa board to be the source of the fault.